Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, posterior leaflet flail, thin leaflets, and mitral annular calcification (mac). A mitraclip ntw was inserted, and grasping was performed. However, shortly after grasping, it was suspected that there was mild shredding of the posterior leaflet, likely due to calcifications on the valve. It was noted that initially the mr was initially anteriorly directed, but because of the potential tear, the mr jet became centrally directed. Therefore, the clip was removed from the patient. The procedure was discontinued with no clips implanted. The mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury was due to challenging patient anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.